Event description:
Additional information was received that actions taken was trying multiple time to detach and waiting longer. The cause of the detachment issue was not determined. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR indicated the event was reported in error as the device is not marketed or similar to device in us. Therefore, this event did not and does not meet the reporting requirements medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire had detachment issues. The physician attempted to detach the stent with the detachment box 2 times, 2 minutes each. The condition of the detachment box was "re-use." The condition of the detachment cable was brand-new out of box. There was no damage to the detachment box. The catheter tip was located 2mm from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. The needle was 20g that was used during the detachment. The needle was placed in the shoulder muscle. The physician did use a new battery during the detachment. The detachment box displayed as indicated in the IFU. The black cable connected to the needle, the red cable connected to pusher wire. The pushwire was on a dry, clean surface. There were no patient symptoms or complications associated with this event. The reported device and any accessory devices were prepared as indicated in the IFU vessel tortuosity was minimal. Stroke onset to reperfusion time was 4 hours.